Event description:
It was reported by the clinician that the spring wire guide unraveled during a catheter exchange. There were no patient complications reported. In 2008 follow up information was submitted by the sales representative stating that when the swg was placed no resistance was met. The catheter was inserted and it is unclear if the swg unraveled during insertion or removal. The inner wire was broken and the swg unraveled but was removed intact. The catheter remained in the patient.

Manufacturer narrative:
Follow-up report will be filed if additional information becomes available.